Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider reported to ventec that their device was displaying "patient circuit disconnect" alarm and triggering unintentional breaths. There was no patient involvement.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it displaying a patient circuit disconnect alarm and providing unintentional breaths was confirmed. The asp also observed that the device's exhaled tidal volume (vte) levels were low. The asp replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the ift. H3 other text : serviced by asp.